Event description:
During service, the baxter repair tech reported a fail code 812:02 at power-up. The hosp rep stated that there have been no reports of any pt incident involving this pump since the last baxter service event. No additional info is known.

Event description:
During service, the baxter repair technician reported a fail code 812:02 at power-up. The hospital representative stated that there have been no reports of any pt incident involving this pump since the last baxter service event. No additional information is known.